Event description:
Enseal noted to peel where curve in the jaw is, noted by md, rn, scrub tech, and or rn. Enseal removed from patient by md, no deris left in patient. Item removed from the surgical field. No harm to patient.